Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for smears on the rubber stopper and embedded foreign matter on the tubes with the incident lot was observed. Additionally, evaluation of the customer samples was performed and smears on the rubber stopper and embedded foreign matter on the tubes was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for smears on the rubber stopper and embedded foreign matter on the tubes with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and smears on the rubber stopper and embedded foreign matter on the tubes was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube had a dirty stopper and black foreign matter inside it, found before use. The following information was provided by the initial reporter, translated from japanese to english: "the inside of the 3 stoppers were dirty. Black spot in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube had a dirty stopper and black foreign matter inside it, found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the inside of the 3 stoppers were dirty. Black spot in the tube.".